Event description:
It was reported that there was a motor stall that had been confirmed in the event logs with no motor stall recovery recorded. The stall occurred on (B)(6) 2015 at 14:00 with no recovery date. The patient heard the critical alarm but the healthcare provider (hcp) had not heard it. There was no electromagnetic interference (emi) as far as the hcp was aware. There was a change in therapy effect, the patient was experiencing severe pain. The physician tried programming a bolus. On (B)(6) 2015, the patient reported that the pump was alarming again. The hcp had silenced the alarm and put the pump in minimum rate mode. The patient was going to be seen at the physicians office on (B)(6) 2015. The manufacture representative was schedule to see this "o.r." On 2015; however, the "o.r." Rescheduled for (B)(6) 2015. The manufacture representative requested for pump off passcode. The pump system was delivering fentanyl and dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was stopped on 2015-(B)(6) per the patient¿s request. No additional information was provided.